Event description:
It was reported that patient had pericardial pain under the left breast. The right ventricular (rv) lead was believed to have perforated the right ventricle as the lead had no capture at max output and undersensing. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5086 implantable pacing lead (B)(6) 2014. (B)(4).